Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g130 scaler, the insert tips are getting hot; no injury resulted.

Manufacturer narrative:
Found unit to have good water flow but handpiece cable tubing is hardened and prone to kinking. Water temp tested at 99 f after several minutes at full power and 35cc/min water flow. Power measured low at 26w and will need to be recalibrated. Recommended proper cavitron 25k inserts are being used and are not clogged if trouble continues.